Event description:
Additional info received from MFR on 12/18/1998: the two major components of the device are not available for evaluation. The user facility reported that the recovered component (spring) was discarded. Company's internal product complaint data was reviewed to find no other reports of problems associated with lot # 1266. The cause of the event remains undetermined. The plastic jaw component remains in the patient.